Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The synergy ous mr 2.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was not returned for analysis. The crimped stent maximum outer diameter measurement at the time of manufacture was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were relaxed. Crimp markings were evident on the balloon body indicating that the stent was crimped on the balloon prior to stent detachment. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50 x 32 synergy¿ stent was advanced for treatment. However, it was noted that the shaft was kinked and the stent got dislodged outside the patient's body. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is good.